Event description:
Event description cpi received information that a implantable programmable generator (ipg) model 940 was damaged during a implantable cardiovertor defibrilator (ICD) implant. The unit was found to have the stat 1 indications.